Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 and passed away on (B)(6) 2021. The cause of death was undetermined. The cause of death could potentially have been a brain bleed, however it was not officially diagnosed. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27dec2019. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding, stroke, and death as adverse events that may be associated with the use of the hm3 lvas. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6, ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.